Manufacturer narrative:
Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in a moderately tortuous superficial femoral artery. A contralateral approach was used to gain access to the target lesion and a 6x120x120mm epic¿ vascular stent was advanced over a steep bifurcation in the iliac artery. During advancement the catheter shaft kinked and the outer sheath was unable to be removed. The physician continued the procedure ad initiated stent deployment. During deployment the stent was observed to be shortening as it was deploying. In attempts to straighten the stent the physician stretched the stent delivery catheter shaft by applying tension; however, the stent shortening issue was not resolved and the stent was shortened as it was implanted. As a result of the shortened stent the lesion was not fully covered and additional stenting was required. No patient complications were reported

Manufacturer narrative:
Age at time of event: 18 years or older (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in a moderately tortuous superficial femoral artery. A contralateral approach was used to gain access to the target lesion and a 6 x 120 x 120 mm epic¿ vascular stent was advanced over a steep bifurcation in the iliac artery. During advancement the catheter shaft kinked and the outer sheath was unable to be removed. The physician continued the procedure ad initiated stent deployment. During deployment the stent was observed to be shortening as it was deploying. In attempts to straighten the stent the physician stretched the stent delivery catheter shaft by applying tension; however, the stent shortening issue was not resolved and the stent was shortened as it was implanted. As a result of the shortened stent the lesion was not fully covered and additional stenting was required. No patient complications were reported.